Event description:
Postoperatively, the patient complained of continued glare in the left eye for 2+ years. In an attempt to alleviate the glare, the patient underwent a lens exchange with implantation of the model aq2010 iol (staar). The patient's visual acuity was not adversely affected by the glare . The patient's prognosis is good. The patient will likely undergo explantation of the crystalens in the fellow eye.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The physician attributed the glare to the optic size.